Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it takes "forever" for their implantable neurostimulator (ins) to charge. They explained that the ins recharge duration does not meet the expectation that a manufacturer representative (rep) had set for them. On the ins implant date, they wer e told the ins recharge duration should only take 30 minutes to an hour when the starting ins charge level is between 50 and 75%, but it has always taken the patient 2-2.5 hours. They confirmed that they always get all eight coupling boxes filled in. There were no allegations against the recharging equipment because they have always been under the impression that the ins recharge duration was normal for them. They inquired if they are able to get the wireless recharger (wr) system. They stated they were advised to call and order the patient handset and communicator. It was reviewed the handset and communicator are prescriptive devices. They were redirected to their healthcare provider (hcp) to discuss.